Event description:
Surgical revision of a tha to correct displacement of modular component. At revision, aligment pin in stem was sheared, allowing modular neck to rotate. Stem, neck, and head components otherwise intact.